Event description:
It was reported that t:slim x2 pump battery would not charge despite use of tandem charging cable, tandem wall adapter, and attempts to charge for at least 30 minutes, and issue did not resolve with different wall adapters or cables. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode, reprogram pump settings and reconnect cgm on replacement pump, and technical support arranged shipment of replacement pump and charging cable and instructed customer to return problematic pump using prepaid label.